Event description:
It was reported that while the pt was undergoing a revision procedure the surgeon was attempting to pull the tunneling components with two extensions in the carrier place. The carrier broke right above the site where the carrier slots begin. Because of the break, the surgeon had to make a second incision to fish out the slot piece with the extensions still snapped into the carrier. While doing this the surgeon nicked one of the extensions and ended up having to replace one of them during the procedure. No pt symptoms or outcome was reported.

Manufacturer narrative:
.